Manufacturer narrative:
The device evaluation is ongoing. During the evaluation the rear panel characters were observed to be faded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator could not insufflate to supply air. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed using a similar pneumoperitoneum device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.